Event description:
Reported via edwards' cardiovascular specialist that an edwards aortic valve was explanted after an implant duration of approximately 12 years. Records indicate patient was diagnosed with severe prosthetic regurgitation and severe [native] mitral valve regurgitation. The patient underwent redo aortic valve replacement and 1st time mitral valve replacement. Findings indicate the prosthetic valve showed torn leaflets resulting in severe aortic insufficiency. There was no evidence of infection. Patient medical history includes: non-insulin dependent diabetes mellitus, hypertension.

Manufacturer narrative:
Method: x-ray. Evaluation summary: the explanted valve was returned and evaluated by edwards. During the examination of the valve, multiple leaflet tears at the commissural areas were observed. Moderate to severe tissue calcification was evident by x-ray imaging in two of the leaflets with tears. The leaflet tears in this particular valve appear to be co-localized with the tissue calcification, indicating that the tears are related to the calcific tissue degeneration. The aortic regurgitation observed in vivo apparently is caused by the leaflet tears. The evaluation confirmed the presence of heavy calcification leading to the tissue tears as the primary cause of the reported regurgitation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. It was reported that the device remained implanted for approximately 12 years. It is likely that patient factors such as age, immune status and/or disease state contributed to the event, in addition to intrinsic properties of bioprosthetic valves.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is expected for return, but has not yet been received. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without return of device and evaluation, the reported leaflet tear causing the regurgitation cannot be confirmed or evaluated. Additional information will be reported once available.